Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine post implant follow up. Upon examination, loss of capture was observed on the left ventricular lead. A chest x-ray was performed which confirmed that the lead had dislodged. On (B)(6) 2021, the left ventricular lead was explanted and replaced successfully. The patient's condition remained stable throughout and post procedure. The reported lead was discarded by the hospital staff.